Event description:
It was reported that there was a screeching noise when unit is turned on and reading incorrect pressure. Pump pressure reading seemed much lower that actual pressure in joint. Once pump seemed to be misreading pressure it was discontinued. It was confirmed that there was no extravasation. Background: pump was run in inflow only. Stryker camera and scope and hardware. Setting at 5.8mm hardware to match. Pressure started at 35 and even lowered to 20 but shoulder still seemed to be getting big so use was discontinued.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1) no problem found. The following service codes were identified: (1) no repair required. (B)(4). Unit boots to application 01.04.05 app. Log file shows no errors recorded. Unit detects blue and red cassette when insert. Foot pedal and hand control inserted and detected by console, correct icon is displayed on screen. Ci cable powers to serfas console at both shaver and rf port. Serfas powers on, correct icon on crossflow screen is displayed. Crossfire 2 console connected via sfb to pump, correct icon displayed. Pump activated, suction/step motors engage and retract per rf and shaver use accordingly. Using manometer at 200mmhg and 100mmhg, correct pressure is read on pump screen =/- 10mmhg. No problem found with unit. Probable root cause: 1. Software; 2. Main board failure; 3. Front board failure; 4. Imx module failure; 5. Lcd touch panel failure; 6. Esd onto touch screen; 7. Bad touch screen calibration; 8. Fluid ingress damages electrical components; 9. Use error; 10. Screen cracked; 11. Console too sensitive to em emissions. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a screeching noise when unit is turned on and reading incorrect pressure. Pump pressure reading seemed much lower that actual pressure in joint. Once pump seemed to be misreading pressure it was discontinued. It was confirmed that there was no extravasation. Background: pump was run in inflow only. Stryker camera and scope and hardware. Setting at 5.8mm hardware to match. Pressure started at 35 and even lowered to 20 but shoulder still seemed to be getting big so use was discontinued.